Manufacturer narrative:
(B)(4). All operating currents are within specification. No unexpected low batt or off no power alarms noted. The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The pmp functioned properly. No delivery anomalies noted during testing. A cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads wer noted during inspection. The pump also passed the dat test.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer had symptoms such as armpits and chest burned, treated with insulin pump. Customer's blood glucose value was 486mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The device settings were correct. The insulin pump alarmed no alarm no insulin leaked in the high pressure test. Customer was advised the pump will need to be replaced. Advised to revert to back up plan per hcp's instructions until rpl arrives. The product was returned for analysis.